Event description:
Reportedly, the date of the remote reports are incorrect, as it was indicated to be sent on (B)(6) 1970 and the last report to be done on (B)(6) 0001.

Event description:
Reportedly, the date of the remote reports are incorrect, as it was indicated to be sent on 1 january 1970 and the last report to be done on 1 january 0001. Preliminary analysis revealed that the issue was linked to the internal clock battery.

Manufacturer narrative:
Preliminary analysis revealed that the issue was linked to the internal clock battery.